Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging an issue calibrating the code on her onetouch ultrasmart meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014 at 2pm. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual management routine. About 15 minutes after the start of the alleged issue, the patient claimed she felt symptoms of jittery, tired and was ¿freezing.¿ the patient denied receiving medical treatment due to the reported issue. At the time of troubleshooting, the cca walked the patient through correctly coding the subject meter to match the test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.